Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier for high rv pacing lead impedance and an alert for non-sustained rv oversensing. Review of pacing lead impedance trends indicated high rv pacing lead impedance the previous two days. Analysis of non-sustained rv oversensing episodes showed lead noise. Lead fracture was suspected. No patient symptoms or adverse events were reported. The lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.